Event description:
Meter name: sure step, strip name: sure step strips, meter code: 9, strip code: 9, strip storage: properly. Symptoms: none. A patient reported they were seen in ER. Their meter allegedly was inaccurately high. The result on their meter was 324mg/dl, one hr later 377mg/dl, then 388 mg/dl. The result on the ER meter was 188mg/dl. The time difference between patient's meter and ER meter was unknown. Treatment was unknown. No further information has been reported.